Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse observed that the unit was in rescue mode and not pushed in the entire way and was out about an inch which was not allowing the batteries to be charged. The fse seated the unit fully to allow the batteries to charge, and the batteries were able to charge and run the unit into rescue mode. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power up. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), e2, e3, g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10.

Event description:
N/a.